Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had an out of specification pulse width. The epg passed all automated and bench testing with no anomalies observed. It was indicated that multiple internal and external screws were loose and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an out of specification pulse width. The epg was returned for service. There was no patient involvement.